Event description:
The hosp direction of surgical services initially reported that the image on a monitor froze for about 30 seconds during an esophagogastro duodenoscopy procedure (e.g.d) she stated that when the image returned, the physician noted a possible perforation in the pt's esophagus. The e.g.d. Procedure was discontinued. During a followup call to the hospital, the director stated that perforation had been confirmed. Surgery was not required since the perforation was considered small, but the pt was hospitalized as a result of the injury.